Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the firmware and application updates in the station had failed. The technical support specialist uploaded the updates and rebooted the station to resolve. The system functioned as intended after assessed by the technical support specialist. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es system became abruptly stuck during upgrades, preventing the user from dispensing medication. The customer added that the patient care was affected due to the station being stuck. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system became abruptly stuck during upgrades, preventing the user from dispensing medication. The customer added that the patient care was affected due to the station being stuck. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the firmware and application updates in the station had failed. The technical support specialist uploaded the updates and rebooted the station to resolve. The system functioned as intended.